Event description:
This case had initially been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 ((B)(4), awareness date 06-oct-2015). This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of the implant"), genital haemorrhage ("bleeding uncontrollably, heavy") and depression suicidal ("depressed all the time now, suicidal thoughts") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On (B)(6) 2011, the patient experienced device difficult to use ("doctor hard time getting the right one in"), post procedural discomfort ("the entire time she could feel everything") and procedural pain ("it was a painful procedure"). On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required) with pelvic pain, device breakage (serious criterion medically significant), genital haemorrhage (serious criterion medically significant), depression suicidal (serious criterion medically significant) with emotional disorder, fatigue and insomnia, abdominal pain ("cramping uncontrollably"), back pain ("back pain is so bad"), vaginal discharge ("leaking clear liquid daily, vaginal discharge"), abdominal distension ("always bloated"), swelling ("swollen, swelling"), skin irritation ("skin is irritated") with skin exfoliation, feeling abnormal ("head is in a fog, brain fog"), rash macular ("red marks on stomach"), adenomyosis ("I could have adenomyosis"), weight increased ("weight gain"), vertigo ("vertigo"), constipation ("constipation") and arthralgia ("joint pain"). The patient was treated with surgery (essure removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, device breakage, genital haemorrhage, depression suicidal, abdominal pain, device difficult to use, post procedural discomfort, procedural pain, back pain, vaginal discharge, abdominal distension, swelling, skin irritation, feeling abnormal, rash macular, adenomyosis, weight increased, vertigo, constipation and arthralgia outcome was unknown. The reporter considered device dislocation, device breakage, genital haemorrhage, depression suicidal, abdominal pain, device difficult to use, post procedural discomfort, procedural pain, back pain, vaginal discharge, abdominal distension, swelling, skin irritation, feeling abnormal, rash macular, adenomyosis, weight increased, vertigo, constipation and arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: ultrasound scan result was adenomyosis. Quality-safety evaluation of ptc: initial assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. No product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 6-dec-2016: report via lawyer (new reporter), essure was surgically removed on (B)(6) 2016, new events and symptoms added: fracturing of the implant, migration of implant, pain, suicidal thought, weight gain, fatigue, vertigo, insomnia, constipation, joint pain company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding uncontrollably (seen as genital bleeding). Later lawyer additionally reported migration of implant (device dislocation), fracturing of the implant (device breakage) and depressed all the time, suicidal thoughts (depression suicidal). Almost 5 years after implantation, essure was removed. All events are serious due to their medical importance and anticipated in the reference safety information for essure, except for depression suicidal which is unanticipated. Additional non-serious events were reported. Consumer experienced bleeding uncontrollably more than 3 months after essure insertion. She also had adenomyosis which could be an alternative explanation for the bleeding. However given the nature of the event, a contributory role of essure cannot be excluded. The exact date and mechanism of fracturing of the implant and migration of implant are unknown. Nevertheless considering the nature of these events a causal relationship cannot be excluded. Depression is a highly prevalent disorder and its pathogenesis involves genetic, social and psychologic factors. Considering the pathophysiology of the event depressed all the time, suicidal thoughts and the local effect of essure in the fallopian tubes, causality between the reported event and suspect insert was assessed as unrelated. This case was regarded as incident since device removal was required. Based on the initially available information, there was no relationship between the reported medical events and a quality defect. An updated technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1231) on 06-oct-2015. The most recent information was received on 18-oct-2019. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), device breakage ('fracturing of the implant'), genital haemorrhage ('bleeding uncontrollably, heavy') and depression suicidal ('depressed all the time now, suicidal thoughts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor hard time getting the right one in" on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced post procedural discomfort ("the entire time she could feel everything") and procedural pain ("it was a painful procedure"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), depression suicidal (seriousness criterion medically significant) with emotional disorder, fatigue and insomnia, abdominal pain ("cramping uncontrollably"), back pain ("back pain is so bad"), vaginal discharge ("leaking clear liquid daily, vaginal discharge"), abdominal distension ("always bloated"), swelling ("swollen, swelling"), skin irritation ("skin is irritated") with skin exfoliation, feeling abnormal ("head is in a fog, brain fog"), rash macular ("red marks on stomach"), adenomyosis ("I could have adenomyosis"), vertigo ("vertigo"), constipation ("constipation"), arthralgia ("joint pain") and stress ("stress") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, depression suicidal, abdominal pain, post procedural discomfort, procedural pain, back pain, vaginal discharge, abdominal distension, swelling, skin irritation, feeling abnormal, rash macular, adenomyosis, weight increased, vertigo, constipation, arthralgia and stress outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, arthralgia, back pain, constipation, depression suicidal, device breakage, device dislocation, feeling abnormal, genital haemorrhage, post procedural discomfort, procedural pain, rash macular, skin irritation, stress, swelling, vaginal discharge, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: adenomyosis. Concerning the injuries reported in this case, the following one were reported via social media: stress. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received- new event stress were added. New reporter were added. Incident- no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 27-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding uncontrollably (seen as genital bleeding). Later lawyer additionally reported migration of implant (device dislocation), fracturing of the implant (device breakage) and depressed all the time, suicidal thoughts (depression suicidal). Almost 5 years after implantation, essure was removed. All events are serious due to their medical importance and anticipated in the reference safety information for essure, except for depression suicidal which is unanticipated. Additional non-serious events were reported. Consumer experienced bleeding uncontrollably more than 3 months after essure insertion. She also had adenomyosis which could be an alternative explanation for the bleeding. However given the nature of the event, a contributory role of essure cannot be excluded. The exact date and mechanism of fracturing of the implant and migration of implant are unknown. Nevertheless considering the nature of these events a causal relationship cannot be excluded. Depression is a highly prevalent disorder and its pathogenesis involves genetic, social and psychologic factors. Considering the pathophysiology of the event depressed all the time, suicidal thoughts and the local effect of essure in the fallopian tubes, causality between the reported event and suspect insert was assessed as unrelated. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration of implant / perforation'), device breakage ('fracturing of the implant'), genital haemorrhage ('bleeding uncontrollably, heavy') and depression suicidal ('depressed all the time now, suicidal thoughts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor hard time getting the right one in" on (B)(6) 2011. The patient's family history included thyroid disorder. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced post procedural discomfort ("the entire time she could feel everything") and procedural pain ("it was a painful procedure"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant) with emotional disorder, fatigue and insomnia, abdominal pain ("cramping uncontrollably / painful cramps"), back pain ("back pain is so bad"), vaginal discharge ("leaking clear liquid daily, vaginal discharge"), abdominal distension ("always bloated"), swelling ("swollen, swelling"), skin irritation ("skin is irritated") with skin exfoliation, feeling abnormal ("head is in a fog, brain fog"), rash macular ("red marks on stomach"), adenomyosis ("I could have adenomyosis"), vertigo ("vertigo"), constipation ("constipation"), arthralgia ("joint pain"), stress ("stress"), menorrhagia ("heavy uncontrollable bleeding") and dysmenorrhoea ("painful cramps") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, genital haemorrhage, depression suicidal, abdominal pain, post procedural discomfort, procedural pain, back pain, vaginal discharge, abdominal distension, swelling, skin irritation, feeling abnormal, rash macular, adenomyosis, weight increased, vertigo, constipation, arthralgia, stress, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, arthralgia, back pain, constipation, depression suicidal, device breakage, dysmenorrhoea, feeling abnormal, genital haemorrhage, menorrhagia, perforation, post procedural discomfort, procedural pain, rash macular, skin irritation, stress, swelling, vaginal discharge, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: adenomyosis. Concerning the injuries reported in this case, the following one were reported via social media: stress. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received events " heavy uncontrollable bleeding and more painful cramps" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 06-oct-2015. The most recent information was received on 24-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration of implant / perforation'), device breakage ('fracturing of the implant'), genital hemorrhage ('bleeding uncontrollably, heavy') and depression suicidal ('depressed all the time now, suicidal thoughts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor hard time getting the right one in" on (B)(6) 2011. The patient's family history included thyroid disorder. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced post procedural discomfort ("the entire time she could feel everything") and procedural pain ("it was a painful procedure"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant) with emotional disorder, fatigue and insomnia, abdominal pain ("cramping uncontrollably / painful cramps"), back pain ("back pain is so bad"), vaginal discharge ("leaking clear liquid daily, vaginal discharge"), abdominal distension ("always bloated"), swelling ("swollen, swelling"), skin irritation ("skin is irritated") with skin exfoliation, feeling abnormal ("head is in a fog, brain fog"), rash macular ("red marks on stomach"), adenomyosis ("I could have adenomyosis"), vertigo ("vertigo"), constipation ("constipation"), arthralgia ("joint pain") and stress ("stress") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, genital hemorrhage, depression suicidal, abdominal pain, post procedural discomfort, procedural pain, back pain, vaginal discharge, abdominal distension, swelling, skin irritation, feeling abnormal, rash macular, adenomyosis, weight increased, vertigo, constipation, arthralgia and stress outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, arthralgia, back pain, constipation, depression suicidal, device breakage, feeling abnormal, genital hemorrhage, perforation, post procedural discomfort, procedural pain, rash macular, skin irritation, stress, swelling, vaginal discharge, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: adenomyosis. Concerning the injuries reported in this case, the following one were reported via social media: stress. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received- event migration of implant was updated to perforation nos. Ablation was mentioned as surgery for event genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.